Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an unknown procedure, the oscillation button on the mdu was not working. No backup device was available. No delay or patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Additional information was received from reporter stating that the procedure was completed with the same device, although a device malfunction, the procedure was finished as intended without any medical intervention with the same device. No delay or complications were reported. Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.